Event description:
It was reported by repair work order that the scale was inaccurate due to load cell damage. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was initially reported that the scale was inaccurate due to load cell failure. However, investigation determined there was no alleged malfunction and the unit was performing to specification. The life threatening patient outcome was inadvertently selected. There was not patient involvement and the scale was functioning to specification.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was performing to specification and there was no product malfunction.